Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed with no anomalies found. (B)(4).

Event description:
It was reported that the patients right atrial (ra) and right ventricular (rv) leads were exhibiting oversensing noise. The physician noted some insulation damage which he feels may have been caused by previous stents implanted in brachiocephalic vein. It was also noted that the patient was experiencing pocket stimulation via the implantable pulse generator (ipg). The device and leads were explanted. The patient had been scheduled to receive a replacement ipg at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.